Event description:
The distributor contacted heartsine to report that their device did not shock when the shock button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, a clinical review was performed and it was determined that the device did not contribute to the outcome of the patient.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. It was determined that the device performed to specification during the event. However, component k1 was found to have failed. Relay k1 forms part of the discharge control switching circuitry. Its failure had resulted in the high voltage capacitors failing to discharge; therefore, no shock could be delivered. The device was retained by heartsine. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.